Event description:
It was reported that the 9800 system had a physicist discrepancy of dose rate too high. Also there were collimator and data error messages outside of a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera, collimator, and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.